Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece. Visual examination found the outer insulation and the outer coil were compressed/flattened consistent with clavicular crush damage located at the middle region of the lead. Electrical testing of the lead found an internal short found between the inner coil and outer coil conductor paths. Destructive analysis of the lead found abrasions breaching the inner insulation and the ptfe liner of the inner coil exposing the inner coil at the clavicular crush damage region. The cause of the reported event was isolated to the inner insulation and ptfe liner of the inner coil abrasions exposing the inner coil consistent with clavicular crush forces.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented to clinic for follow up, the right ventricle (rv) lead exhibited failure to capture. The rv lead was explanted and replaced on (B)(6) 2025. The patient was stable throughout.